Event description:
It was reported that during a urological procedure, the device was locked out at the 1st firing when it was used on the renal artery. Reinforcement material was not used. When the device was removed from the target tissue, bleeding occurred. The procedure was converted to open and the bleeding was stopped. The patient's condition is stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Were any staples deployed?---yes. The staples were malformed. Did the device cut at all? Was the device difficult to fire? Unexpected forces? ---yes. There were difficulty in closing and firing. How much blood was lost?---we have no detailed information . Was a transfusion required?---no. How is the patient currently?---we have no detailed information now. If we'll get the additional information, we'll let you know. Patients preexisting conditions?---the patient was donor. The procedure was laparoscopic donor nephrectomy. Patient age sex and weight? ---we have no detailed information now. If we'll get the additional information, we'll let you know. Is the patient expected to have a full recovery?--- we have no detailed information now. If we'll get the additional information, we'll let you know. Has the user been inserviced on the device? ---yes .

Manufacturer narrative:
(B)(4). Incomplete-interrupted firing; cartridge lockout. The analysis showed that the atw35 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.